Event description:
It was reported through a research article that 657 patients with degenerative mitral regurgitation (dmr) underwent mitral transcatheter edge-to-edge repair (m-teer) from 2016 to 2020. Within 2 years of the procedure, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation (mr) and patient death. Additional information is listed in the attached article, titled ¿prevalence and outcome of elderly and low-risk patients with degenerative mitral regurgitation undergoing transcatheter edge-to-edge repair.¿

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death and mitral regurgitation were unable to be determined. The reported patient effects of death and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.